Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "auto fill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Usci's sales rep checked the history of the error codes which showed "2987, 1, 0"; continuously. The company technical services person attempted to reproduce the failure but was unable to do so; he adjusted the helium cylinder sensor and after additional eval replaced the helium cylinder as a precautionary measure. (B)(4).